Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was returned with a reported complaint that does not affect functionality. No damage found and no product issue was identified. The instrument was placed and driven on an in-house system showing 0 uses remaining. The instrument passed recognition, and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. There was no physical damage and no other problem detected. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was observed to be smoking when current was applied. The procedure was completed with no reported injury.